Event description:
It was reported that the tubing of a 36¿ high flow rate extension set had a slice in it. It is unknown at what step of the process this occurred. This was observed in the pediatric unit. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported that this event occurred in the pediatric unit. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.